Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 05/may/09. The rptr of the complaint was asked to return the product for analysis, as well as to indicate the product serial number and the date of the event. The information has not yet been received by allergan. The access port connector was not explanted. This report was initiated in regards to a report received for a calibration tube. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number or implant date was given for the lap-band system. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the rptr regarding the serial number of the calibration tube and the lap-band system has been requested. These reported events are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of esophageal perforation as follows: "during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach." Device labeling addresses the reported event of surgery related complications/observation as follows: "it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Reported by a healthcare professional, to an allergan employee, during a phone conversation. The physician mentioned that "either the tube may have perforated the lower esophagus as it was introduced into the stomach, or the calibration balloon was inflated with the balloon still in the esophagus." The physician who mentioned this event is not a lap-band surgeon and had heard about the event, which apparently occurred 3-4 years ago. The follow-up with the physician is in progress.